Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.